Event description:
It was reported that the lesion was an eccentric re-stenosis, at the distal part of the mid rca, with mild tortuousity, and moderate calcification. It was a chronic total occlusion (cto). Using another company's guide wire, the distal end of the mid rca (cto) was crossed and a 1.3 x 10 mm dilatation catheter was used to pre dilate. A 2.0 x 30 mm dilatation catheter was dilated at the mid and distal rca, which were diffused with moderate calcification. The 2.5 x 23 mm penta stent was dilated at the distal rca; however, there was an indentation noted at the proximal rca. It was post-dilated at 10-12 atm for 120 seconds and had good expansion. The stent delivery system (sds) balloon was used proximal of the distal rca and was dilated three times at the mid rca. At the time of angiogram, a perforation was noted at the site where the indentation was noted at the time of implantation. Using the sds balloon, inflated at 1 atm for 90 minutes, the bleeding was stopped. Also, protamine was administered. Although the lesion was 100% total, the procedure could be closed.